Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 pt states transmitter stopped working with no warning. No additional event or patient information is available. Data was provided for evaluation. The confirmation of  the complaint is not confirmed. A root cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. The device failed the pairing test. The data could not confirm the complaint. The reported event of the transmitter stopped working was confirmed via product. The probable cause was determined to be a defective transmitter.